Event description:
My phillips dream maker two has begun making a noise when the machine is on and the hose and mask are attached. Noise sounds like air going up and down within the machine. The top of the machine when plugged in feels warm to the touch even when it is not running.